Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the pulmonary metastasectomy via laparoscopic, while in the lungs; the device had a staple line in complete on the distal site. The first stapler was uneventful, then followed by not stapling to the fabric. There was a tissue loss and surgical extension of another 2 hours due to what happened. To complete the case, over sewed and scalpel were used.